Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient sustained a bowel injury during a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si left ovarian cystectomy with extensive lysis of adhesions on (B)(6) 2010. Isi was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. The patient had extensive, dense, severe adhesions from bowel to bowel, bowel to anterior abdominal wall, bowel to bladder and to ovary. Monopolar and bipolar energy were used to lyse the adhesions. The adhesiolysis took 150 minutes. The patient had chronic abdominal pain. On (B)(6) 2011 patient presented with severe abdominal pain. CT scan was concerning for perforated small bowel. The patient was taken to the operating room where she was found to have 2 enterotomies. One was felt to be iatrogenic, occurring during the dissection of the operation. The other was felt to be the cause of the leak. The patient underwent a small bowel resection and ileostomy. On (B)(6) 2011 she underwent delayed primary closure of her wound. The patient was discharged home on (B)(6) 2011 in good condition. The patient underwent an ileostomy takedown on (B)(6) 2011.